Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak at the pump strain relief kink resistant tubing (krt) cylinder junction due to fatigue. The kink resistant tubing (krt) was worn to the filament; hole was present. The pump was not functionally tested due to contamination. Product analysis concluded the identified fluid leak in krt would affect the functionality of the pump as the most probably cause the pump collapse. The ams700 ipp cylinders were visually inspected and functionally tested; both cylinders had wear at folds in cylinder body; no leaks were found. Product analysis did not identify a device malfunction with the cylinders and was unable to confirm the reported event. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified fluid loss with the pump. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient visited the hospital for issues with an inflatable penile prosthesis(ipp) pump. The pump was then replaced due to the pump staying flat when pressed. A patient outcome of stable was reported.

Event description:
It was reported that the patient visited the hospital for issues with an inflatable penile prosthesis (ipp) pump. The pump was then replaced due to the pump staying flat when pressed. A patient outcome of stable was reported.